Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alarmed for call service 052. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned and investigated by product analysis on 04/06/2017 with the following findings: review of the black box data revealed several communication alarms (cs052.) The battery compartment and battery cap were intact and without damage; the battery cap fit to the pump securely. On investigation, the pump powered on and was exercised for 24 hours during which time the pump alarmed with a cs 052. Investigation duplicated the complaint. The pump was opened for further investigation. No damage, defect or contamination was found to the printed circuit board or radio frequency module. Pump software was reloaded; the upload was successful and the pump powered on and was exercised with no further alarms. Investigation determined language file corruption failure as the cause of the cs 052 alarm.

Manufacturer narrative:
Follow-up #1 date of submission 12/08/2016. Correction to serial #.